Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel residue in the serum leading to erroneous bhcg results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 14 photos for investigation, which showed evidence of gel smearing. Upon visual inspection of 100 retained samples, no gel defects or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of september 2025, therefore additional testing was indicated. Bd was unable to duplicate the customer¿s indicated failure mode, gel smearing, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Further clinical testing could not be conducted on erroneous results as bd clinical laboratories are unable to test for hcg under current guidelines. This complaint has been confirmed for the indicated failure mode gel smearing. This complaint has not been confirmed for the indicated failure mode: erroneous results (bhcg). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel residue in the serum leading to erroneous bhcg results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.